Event description:
Code blue was activated and onestep pads were placed on the patient. The defibrillator was charged and a shock administered. After the shock, a staff member reported a "puff of smoke" from the anteriorly placed onestep pad. One staff member reported seeing a spark, but no other staff members involved reported observing a spark. When the pads were removed from the chest, a small 2nd degree burn was noted to the chest wall. In review of the event, staff reported the chest wall was clear of anything when the pads were applied.